Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the withaferin a (wfa) for liver cancer, the activation was completed and the blue cable extending from the antenna was quite hot. The doctor felt that it could cause burn injury if it contacted a patient for a long time. The activation was "45w for 1 minute, 55w for 1 minute, 65w for 1 minute, 75w for 1 minute, 100w for 5 minutes". Post-operatively, the patient received 4 units of blood transfusion. It was noted that the patient had a blood platelet of below 50,000 and hemoglobin dropped to 4. A 10kg of ascitic fluid was pooled, and it was drained. Patient's condition was currently fine.